Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen at dose 170mcg/day, lot number and concentration not reported via an implantable pump. Indication for use was intractable spasticity. The patient last had his pump refill on (B)(6) 2015 and the doctor told the patient that it would be a good idea to be refilled before the 6 month window. In an effort to get that done, the patient called but could not get an appointment until (B)(6) 2016 which was past the 6 month window. The patient was wondering if the medication could degrade the concentration if it was over 6 months. Beginning (B)(6) 2016, the patient had return of spasms and stated that he had almost returned to his previous pumpless state. Per the healthcare provider the patient's medical history and other medications the patient was taking at the time of the event were unknown. Diagnostics performed was pump interrogation. The pump was refilled. The cause of the spasms was possibly low volume of medication in the pump.